Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) and battery pack sn (B)(4) has been completed. The reported problem (power on / non-functional) was confirmed. As received, the charger would not charge a test battery pack and the battery pack would not power a test monitor or charge. Upon evaluation of the charger, there was contamination on the battery board and the q1 current controlling transistor was shorted. Upon evaluation of the battery pack, the battery pack cells were mis-matched and one of the tri-cells had an output voltage of 0v. The cause of the charger and battery issues is the contamination in the charger, which prevented the battery pack from charging properly. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery or charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was powering down when a battery was inserted and that the battery was non-functional.